Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) was not firing/pacing. It was indicated that the output connector assembly was broken and failed functional testing. It was also indicated that the main seal was pinched. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the atrial side of the external pulse generator (epg) was not firing/pacing. The epg was returned for service. There was no patient involvement.